Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. H10 additional narrative: added: b1 (product problem).

Event description:
It was reported that this patient has a right total attune knee that is stiff and painful. The surgeon planned a synovectomy and insert exchange. After checking the fixation of the implants, it was discovered that the tibial tray was loose. The femur and patella are well fixed and retained. The tibial tray was not an s+ tray. The tray had minimal cement fixation to it. It is unknown when the knee was done. The tibial tray alone was revised. Loosening at the cement to implant interface. No surgical delay. Doi: unknown, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.